Event description:
It was reported to gyrus (B)(4) that during a laparoscopic myomectomy, there was a larger spark between jaws than usual. The jaws got burned. The device had difficulty in sealing. Another device was used to complete the procedure. There was no harm to the pt. There are three other devices associated with this incident. Please see the following MFR. Report numbers: 2183680-2013-00024, 2183680-2013-00025, 2183680-2013-00026.

Manufacturer narrative:
Device returned in a clean state, no coag build up on the jaws, jaws open/close, rotate as designed, kynar insulation is in place, using the cord that was returned by the customer, the device was connected to the generator set at 24 watts coag, device activated and coagulated as designed. No loss of coagulation function or sparking was seen during functional testing.